Event description:
This ra lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to atrial threshold was elevated. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).